Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood on all conductors (not obstructed). (B)(4). Concomitant product: 4076 implantable pacing lead (B)(6) 2012; 6947m implantable tachy lead (B)(6) 2012.

Event description:
It was reported an infection occurred. The leads were removed and replaced. No further patient complications have been reported as a result of this event.